Event description:
It was found during a baxter evaluation that a spectrum pump has multiple system error 322 messages in the history log. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. Review of the history log shows multiple system error 322 messages. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.